Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA..

Event description:
Caller alleges luer became disconnected by itself. No adverse event reported. Infusion set has been discarded; no product will be returned.